Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they were doing house chores and rested after. While resting, they ate diet jello and a popsicle. While eating, the cgm was displaying 135 mg/dl. The next thing the patient remembers is being woken up by paramedics and felt weak. Their husband called 911 because she passed out. The paramedics checked the patient's bg and it was 34 mg/dl. The patient was treated with glucose IV. After treatment, the patient stated she started to feel normal. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.